Manufacturer narrative:
H6: investigation summary: two photos were provided to our quality team for investigation. In one photo with a green border a 5ml syringe could be seen with an unknown liquid. No visual defects were observed. One photo had a red border that showed a 5ml syringe with a customer attached needle, liquid could be seen above the seal of the stopper which was non-conforming per product specification. Potential root cause for the leakage past stopper could not be determined from the photos provided. A physical sample is required for a more thorough evaluation and potential root cause determination. A device history record review showed no rejected inspections or quality issues during the production of the provided batch number that could have contributed to the reported defect. H3 other text : see h10.

Event description:
It was reported that there were 15 occurences where the bd luer-lok¿ syringe was leaking past the stopper the following information was provided by the initial reporter: verbatim: sealing problem at the seal of the syringe, the liquid comes out of the syringe through the seal, which generates within the production department a significant loss of volume and therefore a loss of production yield.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there were 15 occurences where the bd luer-lok¿ syringe was leaking past the stopper the following information was provided by the initial reporter: verbatim: sealing problem at the seal of the syringe, the liquid comes out of the syringe through the seal, which generates within the production department a significant loss of volume and therefore a loss of production yield.